Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that dropped beats were detected by the managed ventricular pacing (mvp) feature on the implantable pulse generator (ipg). The ipg remains in use. No patient complications have been reported as a result of this event.